Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a polypectomy procedure performed on (B)(6), 2012. According to the complainant, the snare loop broke while the user was attempting to capture the target polyp, prior to the application of cautery. The procedure was completed with another captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a polypectomy procedure performed on (B)(6) 2012. According to the complainant, the snare loop broke while the user was attempting to capture the target polyp, prior to the application of cautery. The procedure was completed with another captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) snare loop broke. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found the pull wire in the device handle to be broken; the handle cannula was not returned. Several kinks were found along the working length. The cautery pin was removed from the device handle to release the portion of the pull wire still attached to the handle, and a small segment of the handle cannula was found still crimped to the pull wire. Scanning electron micrograph (sem) analysis of the broken wire found compression and tension zones, transversal cracking, and fatigue striations, which indicate the occurrence of a cyclic bending event. Additionally, sem analysis of the handle cannula found cut marks and smeared material in a single plane, suggesting the application of a single mechanical cut. The condition of the returned device was consistent with the complaint that "the snare is cut"; the complaint was confirmed. Sem analysis found evidence of application of excessive force to the device; however, review and analysis of all available information failed to indicate a root cause (or probable root cause) for this event. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.